Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test and the delivery accuracy test at 0.08750 inches. Unit was unable to prime during prime test due to faulty forced sensor resistor (gold). Unable to perform the occlusion test device excessive no delivery test due to prime anomaly. Device was monitored for 3 days. No unexpected restart alarm, unresponsive keypad, button error alarm, low batter alarm, failed battery test alarm, battery power loss anomaly or blank display noted during testing. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. No moisture damage noted on the keypad traces, electronic assembly or motor. Device had minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father was reported via phone call that they went hospital due to high blood glucose on unknown date. Customer¿s blood glucose was 700 mg/dl in the hospital. Customer was treated that with manual insulin and fluid. Customer stated that the insulin pump had button error alarm. Customer stated that the insulin pump failed battery test alarm. Insulin pump had unexpected restart alarm. Insulin pump had blank display. The insulin pump will be returned for analysis.